Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. This can be caused by a low battery charge. The tech recommended replacing the main speaker and power supply processor board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support- 1. Charge 8015. Low battery charge can cause this error. 2. Replace the main speaker. 3. Replace power supply processor board. 4. Return the unit to the factory. Recommended charge battery first. If charging battery does not resolve the problem, dan will replace main speaker. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 27dec2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. This can be caused by a low battery charge. The tech recommended replacing the main speaker and power supply processor board. There was no patient involvement.